Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a no delivery alarm. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer's blood glucose was 517 mg/dl. Customer was wearing the device at time of hospitalization. After troubleshooting, customer reported the alarm was resolved by a complete set change. Customer will not be returning the device for analysis.